Manufacturer narrative:
Reagent issues were excluded. The field service representative adjusted the sample probe, found crystals in the sonic wash station, and found a bent sample probe. He performed cleanings, adjustments, and a hardware check and the module is now running within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable alb bcg gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.635 g/dl. The repeated result was 4.65 g/dl. The results were reported outside of the laboratory to medical personnel. The reagent lot number and expiration date were requested, but not provided.